Event description:
Insufficient weight removal due to intermittent ultrafiltration (uf) pump thermal fuse. There was not pt injury or medical intervention. Gambro technical services (gts) replaced the fuse.